Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced bezel with damaged wire harness for error code 211.2000. Keyppad recall completed the probable cause of the reported issue was due to electrical failure of the bezel assy. A review of the device history record showed the device had a manufacture date of 25/jun/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. There was no patient involvement.

Manufacturer narrative:
Addition of h7 and h9.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.2000. There was no patient involvement.